Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a display (segments missing) issue. Reportedly, there were blank areas on the screen and parts of the text were missing. The display screen also reportedly exhibited a pixel color change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 12/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2013 with the following findings:the pump powered on with a blank display. The pump case was opened, revealing that the display screen was cracked/damaged. The damaged display was replaced with a test display, which was clear and legible. Unrelated to the display issue, the keypad was found to be peeling at the ok keypad button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.